Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed inside of the air/water channel appeared to be a whitish material but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, it is possible that device reprocessing could not sufficiently be performed due to an observed water leak in the biopsy channel. The event can be detected/prevented by following the instructions for use sections below: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received which confirmed the b30 error was found during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of b30 error was able to be confirmed. During the device evaluation it was also observed that foreign material was clogging the inside of the air/water tube. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. Additionally, it was observed that the water removability did not meet the standard value due to damage on the nozzle. Upon further inspection, it was observed that the insulation resistance value at distal end did not meet the standard value due to a burn on the plastic distal end cover. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the light guide lens had a crack. It was also observed that the switch box and the connecting tube had a scratch. It was observed that the suction cylinder had discoloration. It was also observed that switch one had a pinhole. Also, water tightness was lost due to a pinhole on the channel tube. Lastly, corrosion was observed on the following unit components due to water leakage within the device: switch flexible circuit board, plug unit, in the circuit board unit in the scope connector, scope connector cover unit, scope connector case unit and on the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication error (b30) message. There were no reports of patient harm associated with this event. Upon device return and evaluation, it was observed that there was foreign material inside of the air/water tube which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.